Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction tubing was replaced, resolving the reported complaint. No report of patient involvement.

Event description:
The hospital reported that the suction was not functioning. There was no report of patient involvement.